Event description:
A nurse reported that vitrector stopped functioning. An attempt was made to check the functionality of the cutter; significantly reduced aspiration was observed along the entire length of the tubing, as well as slowed proper operation of the cutter during the vitrectomy surgery. The surgery was completed after replacing the product with new pack. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).